Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that the device was received inserted through an ethicon trocar and with the knife jammed. The device was loaded with a reload. The reload was received fully fired and with several b-formed staples on the cartridge deck. After further analysis of the tube, a b-form staple was noted lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The staple was removed and the device was tested functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection procedure the device was fired and released as normal with a green cartridge. The device was then reloaded, fired but would not release. No patient consequences reported.